Event description:
It was reported that, "tried to loosen jam nut on offset adapter using standard to wrench technique and the jam nut would not come apart. After about 5 minutes, surgeon abandoned use of the offset adapter."

Manufacturer narrative:
Eval summary: the investigation revealed that the device was likely tightened accidentally by tightening the jam nut, prior to discovering that the device has a left hand thread design, where rotation for tightening and loosening are reversed. Visual inspection verifies that user attempted to loosen jam nut by turning it counter clockwise. The user deviated from protocol.